Manufacturer narrative:
Fractured piece of the unknown biomet locator stuck inside the implant (oss413) drive feature was received for investigation. The implant had significant gouges around the external threads and the collar. The external hex feature had noticeable nicks and wear due to usage. There was substantial presence of bone residue around the external threads and an unconfirmed foreign/biological material in the drive feature. No additional testing was performed due to the extent of the damage to the returned products. Review of the DHR and history review for oss413 did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. No physical evaluation could be performed by zest dental solutions since unknown biomet locator was not returned. Un-able to conclusively determine if the product is a zest locator abutment. However, pictures of the implant with the portion of the abutments were sent by the customer, and using the pictures the event is confirmed. DHR review and complaint history review could not be performed by zest dental solutions since no zest lot number was provided by the customer. Therefore, based on the evaluation, the implants had no evidence of any malfunction. The damages to the implants were most likely sustained during the removal process. However, the device malfunction (screw/ locator fracture) had occurred and the reported event was confirmed following inspection. A definitive root cause could not be identified by zest dental solutions. However, thread fracture during function typically results from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals. The following sections have been updated: date of this report. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Entered evaluation codes. Added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that a biomet locator screw fractured inside the implant. The fractured piece could not be removed and the implant had to be removed. Tooth location 11.